Manufacturer narrative:
The reported 11mm morse taper long stem was not returned for evaluation. However, manufacturing and inspection records were reviewed, and no anomalies were found for the 11mm morse taper long stem (part number: tr-sl11-s, batch numbers: 474722). Based on the information received, the root cause could not be determined.

Event description:
An "arh solutions 2 head 24mm, left" failure was reported by (B)(6) hospital for a post operative loose implant. The revision surgery was performed on (B)(6) 2023. Requests for additional information have been made. If/when additional information is received a follow-up MDR will be submitted. No other adverse patient consequences were reported. This report is related to report number 3025141-2025-00080 for the "arh solutions 2 head 24mm, left" involved in this event.